Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit, and was able to see "as loss in iabp circuit" alarms at same time as when the issue was reported. The fse tested the iabp for leaks but none were found. The reported problem was not verified. Gas loss in iabp circuit alarm refers to a leak in the balloon circuit per user manual. The safety disk and tidal disk were replaced as a courtesy. The iabp was then run without issue for one hour using a patient simulator. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) was alarming gas leak. The patient was switched to another iabp. No patient harm, serious injury or adverse event was reported.